Event description:
In 2000, approximately two weeks post implant surgery, the patient developed a flap breakdown which lead to an infection. The physician decided to explant the device. There were no reports of ics performance problems prior to device explantation. During the revision surgery, the physician decided to leave the electrode array in the cochlea. In 2001, the physician scheduled revision surgery due to the extrusion of this electrode array.